Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the colonovideoscope's jet channel was blocked with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections on information previously submitted on fields h6 and g3 of the initial medwatch. The aware date should be 19jun2024. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. H6 component correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause cannot be determined. The foreign material may have been unremoved because the device was not reprocessed properly by leak from the universal cord holder. The event can be detected and prevented in accordance with the following IFU. IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.